Event description:
Related manufacturer reference number:2017865-2023-44104it was reported that patient's right ventricular (rv) lead exhibited loss of capture and high, out of range pacing impedance, during lead revision procedure it was found that patient's atrial lead was dislodged. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction - g6 should have been 30 days not 5-day as previously reported in the initial manufacturer report number 2017865-2023-44105 submitted on september 14, 2023.